Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant the right atrial (ra) lead and right ventricular (rv) leads exhibited low impedance. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.